Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No rewind anomaly or low reservoir anomaly noted during testing. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump's buttons intermittently responsive. The customer's blood glucose level was unknown. Customer stated that they couldn't hear the rewind. Customer stated that low reservoir warnings were not accurate when the insulin is low in the reservoir. The device will not be returned for analysis.